Event description:
This console was not on a patient. While conducting a training class, the customer reported that the left flow waveforms disappeared from the computer display. This alleged failure mode does not pose a risk to a patient because the computer is a monitoring device only and does not control the functionality of the console, nor does it negate the ability of the console to perform its life-sustaining functions. In addition, this alleged failure mode occurred during a training class and was not on a patient. A failure investigation will be conducted by syncardia.